Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. Process evaluation was also performed based off the lot number provided. The complaint percentage falls within the design risk limits adhered to at klm. The review of the product device history records was performed on the lot number provided. In this investigation no anomalies were discovered. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
Received (B)(4) stating that at completion of distraction, the care provider noticed that the distractor arm was slightly bent. The device was in place, not broken and maintaining palatal width following distraction. Device distracted as planned. At this time no additional surgeries planned other than the removal of the device. Patient is doing well and not having any issues distracting.